Event description:
The surgeon reported that during use of this bur guard with handpiece to perform a third molar removal, he felt an increase in temperature in the handpiece body. Following, the surgeon noted a burn to the patient's outside lower lip where the handpiece was resting. The burn was described as a reddened area to which a topical antibiotic ointment was applied. The surgeon reported that another handpiece and bur guard were obtained to complete the procedure without any additional problem. A follow-up visit found the patient with no residual effects from this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this bur guard for evaluation and was unable to confirm overheating. During testing, this device met temperature specifications. Associated MDR report: 1017294-2009-00161. The handpiece user manual cautions the user: prior to use, the microchoice high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments & accessories are correctly attached to the handpiece. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard . The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use & return to linvatec/hall surgical for service. The service interval for this bur guard is every 6 months. In conversation with the surgeon, the staff needs additional education regarding pre-testing of equipment and servicing intervals.